Manufacturer narrative:
H10. D10. Concomitants - product information: (B)(6) 02-010-03-0250 - logic cr femoral cem, left, sz 5; 3(B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; (B)(6) 200-02-32 - three peg patella 32mm. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, and then experienced a revision surgical procedure on (B)(6) 2020, approximately 4 years, 6 months after initial implant. Revision operative report of (B)(6) 2020 - postoperative diagnosis: loose left total knee replacement. The polyethylene was removed, the femoral component was noted to be grossly loose. It¿s appearance looked good, however, it was noted to be loose. The patient tolerated the procedure well. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
1038671-2024-03335 h6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the revision reported may have been the result of aseptic loosening, as stated in the operative notes. The aseptic (non-infected) loosening may have been the result of insufficient bonds between the implants and the bones. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.